Event description:
Wife of home patient (hp) reported (rptd) calling baxter technical service center after noting hp was connected to homechoice machine before he should have been, prior to prime. Hp ended treatment and restarted with new supplies. Rn rptd no hp injury or medical intervention required as a result of incident.